Event description:
Customer's mother called to report the insulin pump had a rewind anomaly. Blood glucose reading was over 400 mg/dl. The customer had treated for the high blood glucose with the insulin pump. The insulin pump would interrupt the bolus process and ask for a rewind. Troubleshooting was performed. The drive support cap was found to be protruded. The insulin pump passed the self test. Troubleshooting was not completed because, the insulin pump will be replaced due to the rewind anomaly. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.